Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and was programed with current date and time. The time clock functioned properly; no time clock anomaly or unexpected reset noted during our testing. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. No damage on pump belt clip slot noted; the insulin pump was returned without the original belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a crack on the screen. The insulin pump was not keeping time. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.